Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure the patient experienced a dissection. Lesion 1 was located in the distal left circumflex (lcx) with 99% stenosis and 14 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilatation and placement of a 2.50 x 16 mm promus element plus stent. Following post-dilatation, the residual stenosis was 0%. Lesion 2 was a long lesion located in the proximal lcx and extending to the 1st obtuse marginal with 99% stenosis and 30 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with pre-dilatation using a 2.5x16mm apex balloon catheter and placement of a 3.0 x32mm promus element plus stent. A grade e dissection was noted following predilatation following post-dilatation, the residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. No further information is available at this time.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was not returned. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).